Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: the sulu was applied to the stomach and jejunum in effort to create the gastrojejunostomy. The instrument was fired and could not be opened as the jaws locked on the tissue. The surgeon attempted to retract the knob of the tissue gap control mechanism but could not as it would not budge. Tissue at the anastomosis was damaged upon attempting to remove and then due to the removal of the loading unit. The surgeon converted to an open gastric bypass and hand-sewed the anastomosis and completed the jejunojejunostomy with a stapler.